Event description:
On (B)(6) 2025, the user reported that the dexcom g7 continuous glucose monitoring (cgm) sensor had reconnected after being offline for about 12 hours due to a sensor error. Once reconnected, the ilet displayed a ¿high¿ reading, which dropped to 400 mg/dl and then to 324 mg/dl by fingerstick, trending downward. The agent confirmed that the ilet had resumed dosing insulin appropriately. The highest blood glucose (bg) recorded was 400 mg/dl. Bg was corrected after the dexcom g7 reconnected and insulin delivery resumed. The user reported feeling fine, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.